Event description:
It was reported that during testing conducted at the MFR, a broken bur was found within the drill attachment. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR, and the complaint was confirmed. Based on the quality investigation, a broken bur was found within the drill attachment. The cause of the bur breakage is unk, however, the investigation is on-going. The device could not be repaired and will not be returned to the user facility. A follow up report will be submitted if the investigation results require.